Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement, rapid battery voltage depletion has been noted in (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed a sudden drop in battery voltage measurements with unexpected remaining battery longevity at a follow-up check. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Off site analysis found low device battery voltage. When the device was powered with an external supply, the system cd was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Based on the destructive analysis results, no internal battery shorting occurred to account for the premature device depletion. A review of the manufacturing data found no anomalies or irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.